Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the balloon would not hold pressure when it was inflated during an ercp (endoscopic retrograde cholangiopancreatography). The balloon was removed from the patient and inflated; the leak was noted near the distal tip of the balloon. Another device of the same kind was used to complete the procedure.